Event description:
It was reported that the insulin pump had blank display and reoccurring battery out of limit alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unit had scratched display window and loose drive support disk, noted during visual inspection.